Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vamc4242c150tu, sn (B)(4), expiration date: 2017-11-03, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented emergently with pain and an enlarged aneurysm with a rupture. It was noted that there was no visible endoleak. The patient expired as a result of the rupture. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation summary: the exact cause of the aneurysm expansion leading to the rupture and patient death could not be determined from the films provided. The anatomy at implant was not provided, and earlier post-implant films were not available for review. Earlier images returned were non-contrast; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed. Recent CT¿s showed no clear endoleak. However, there appeared to be a small (20 ¿ 30mm) amount of overlap between 2 devices within the 90° acute angulated portion of the descending thoracic. The amount of overlap at implant is unknown. Although no endoleak was observed, it is possible that the taa was being pressurized from this stent graft junction due to a marginal junctional overlap within the angulated section of the thoracic.